Event description:
Info reported that the head section does not lower when CPR pedal is pressed. No injury reported.

Manufacturer narrative:
Technician found the head section would not lower when CPR pedal was pressed due to faulty CPR valve. Replaced the valve to resolve this issue. Bed located in storage.